Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 340 mg/dl. After reorienting the pump, the remainder of the bolus was delivered and the high bg level was addressed. As the customer was not experiencing the occlusion alarm at the time tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion was unable to be determined.